Event description:
The customer reported that the lens was blurry and the view was unclear when inserted through the mouth into the esophagus during a diagnostic gastroscopy involving an olympus gastrointestinal videoscope. The procedure was completed using an olympus back-up device and there was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.